Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing, using the returned multifunction cable and adaptor, without duplicating the report. Review of the device log did not reveal any associated faults. The device was recertified and returned to the customer. The electrode pads used were not returned for investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "pacer fault" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.